Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was associated with challenging imaging. The unchanged tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was challenging during the procedure. An xtw clip (40620r2064) was inserted and deployed on the tricuspid valve. To further reduce tr, a second xtw clip (40909r1042) was inserted and grasping was performed. However, while grasping, it was observed the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Grasping was continued with the second clip, but due to patient anatomy, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.